Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had helium leakage.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had helium leakage. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the helium leakage test failed (more than 20psig). In order to fix the issue, the fse replaced the helium regulator. The helium leakage test passed, the run time check passed, and functional checks passed according to factory specifications. The unit was then returned to the customer for clinical use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part helium regulator with a reported unit failure of helium leakage. The failure analysis and testing dept. Performed a visual inspection and found the part to be damaged in two places. There is damage to the port where the transducer screws into. Because of this damage, the transducer would not make a sound connection and this would cause a leak. The bottom connection is also damaged, and this damage would also cause a leak. Due to the damage, the fat cannot investigate this complaint any further. Retaining the helium regulator in the fat per procedure.